Manufacturer narrative:
(B)(4). No product will be returned for investigation and repair.

Event description:
The reporter stated the npb40 pulse oximeter display was missing segments. There was no patient harm.